Event description:
Additional information received corrected the event date to 2024-nov-26.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported headache and vomiting were reported by site. The headaches are localized, on the front left.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a patient experienced deterioration of a known headache with single vomiting post procedure. There was no relief with medications. The event resulted in new or worsening of existing neurological deficits. Symptoms lasted for more than 24 hours. The event resulted in new hospitalization from (B)(6)2024. The outcome was recovering/resolving on (B)(6)2024. The site assessed the event as not related to the study procedure, devices, or antiplatelet medication. The sponsor assessed the event as possibly related to the index procedure and artisse device, and not related to the ancillary device or antiplatelet regimen. The patient was undergoing surgery for treatment of a saccular, unruptured, sidewall aneurysm of the left internal carotid artery (c6) with a max diameter of 5.4mm and a 3.2mm neck diameter. Aneurysm dome height was 5.2mm and dome width was 4.9mm. There was significant stasis at the end of the procedure and aneurysm occlusion (B)(6) was class 3. Ancillary devices include a phenom plus and rist catheter.